Event description:
Reporter states customer reportedly received results of 250 mg/dl and 115 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No blood glucose symptoms reported with these results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.